Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient had a scheduled doctor's appointment regarding the skin reaction she experienced. The patient showed the affected area to her physician and was informed about an issue involving certain dexcom wearable sensor lots with a potential sterility concern that could lead to skin infections. As a precaution, the physician advised her to take an oral antibiotic amoxicillin 5 ml every 12 hours for 10 days. The patient was unable to confirm whether the sensor she used belonged to one of the affected g7 lots, as she no longer had the sensor box or applicator available for verification. There was no documentation of further medical intervention. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.